Manufacturer narrative:
The insulin pump was unable to prime during prime test due to moisture damage noted in faulty force sensor. Dried insulin noted on motor slide. Device passed basic occlusion and displacement test. No motor error alarms noted. Motor tested ok. Cracked battery tube threads and cracked case near display window corners noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm and high blood glucose. Customer stated error occurred during delivery. The blood glucose at the time of the incident was 12.0 mmol/l. Troubleshooting was not performed. The device was returned for analysis.